Manufacturer narrative:
A lot history review (lhr) of huul1309 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer for eval.

Event description:
On (B)(6) 2014, it was reported that while physician was inserting the introducer, alleged that he was not aware of the introducer not being a valved introducer. It was said that this resulted in the pt getting an air embolism. Pt is ok but it cause complications during the procedure.